Manufacturer narrative:
The complaint allegation is confirmed based on the customer provided photo, which shows that the thread had damaged. The most likely cause for the reported failure can be attributed to improper bone prep. Misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12th february 2024, it was reported by a sales rep. Via email that for an ar-1365-40, bi-cortical post, as the surgeon screwed the implant in, some of the thread had come loose on the top of the screw. This was detected on (B)(6) 2024 during use in a meniscal root repair procedure. The procedure was completed successfully as the screw was removed from the patient and another screw was used. No pieces were left behind in the patient.